Event description:
It was reported that the right ventricular (rv) lead exhibited elevated capture threshold and increased rv pacing needs from 3% to 15%. The lead was successfully removed and replaced. There was no reported complication for the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).